Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent posterolateral spinal fusion with instrumentation including four screws and two rods. Transforaminal lumbar interbody fusion using cage. Autograft, iliac crest. Local autograft. Rhbmp-2/acs. Preoperative diagnosis: spinal stenosis and degenerative disc disease l5-s1. Per-op notes: ¿ the holes were sounded at multiple stages with the ball-tipped probe to assess for any breech in the pedicle. This was followed by tapping, then followed by placement of four 6.5x40mm screws. These were then stimulated, all but the left s1 screw stimulated too low. Then it was repositioned¿we then removed the spacer and prepared for insertion of our graft. We opened up a 30x12 titanium cage, we filled it with a small dose of bmp and autograft the iliac crest.. We then carefully compacted it into place into the disc space, at all times the exiting nerve root as well as the dural sac and traversing nerve root were protected during the procedure. Prior to placement of the cage, we did some rhbmp-2/acs and local autograft over in front of the cage. We then placed a burrito including rhbmp-2/acs and local autograft on the side opposite of our tlif. We placed some autograft bone without rhbmp-2/acs on the tlif side.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.